Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that the lead wires were pulling out from the back. Redirected caller to healthcare provider (hcp) to address the leads. Emailed the manufacturer representative (rep). Additional information was received from the patient. The patient stated that last week they noticed half of the wires for the ens seemed to be pulled out (not all the way out), and some of them were loose in their back. Agent could hear a person in the background mention that they had to tape the wires up. The trial patient stated that the therapy was still working really well, but they don't know if the ens was working right due to their concern with the wires. Agent redirected the patient to their healthcare provider (hcp) to further address the issue. The patient was transferred to support link.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.